Manufacturer narrative:
(B)(4). (B)(4). Ligamax-5mm the analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The orange indicator did not show up completely a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The handle appears to be jammed and would not clip or fire. The surgeon placed the device down the trocar and when fired the handle was jammed and device could not be fired. Another device was used to complete the case. There was no adverse consequence to the patient.